Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer treated his high blood glucose level with his insulin pump and manual injections. The customer stated that his blood glucose levels were high because he had an epidural two weeks ago. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.